Manufacturer narrative:
A report was received that the patient underwent an ipg replacement procedure. No device malfunction was suspected. The patient was doing well postoperatively. The explanted device was not returned to bsn.

Event description:
A report was received that the patient will undergo an ipg replacement for unknown reason.

Manufacturer narrative:
A review of the manufacturing documentation for the device revealed that no anomalies or deviations potentially related to the event occurred during manufacturing.

Event description:
A report was received that the patient will undergo an ipg replacement for unknown reason.

Manufacturer narrative:
Additional information was received that the reason for replacement was that the patients ipg was not holding a charge.

Event description:
A report was received that the patient will undergo an ipg replacement for unknown reason.

Event description:
A report was received that the patient will undergo an ipg replacement for unknown reason.

Manufacturer narrative:
Additional information was received that no further course of action will be taken at this time.

Event description:
A report was received that the patient will undergo an ipg replacement for unknown reason.